Event description:
A discordant falsely low alpha-fetoprotein (afp) result was obtained on one patient sample on an immulite 2000 xpi instrument. The patient sample was tested four times in one run. The first, third, and fourth results correlated well with the patient's history. The second result did not. The discordant low afp result on the patient sample was not released to the physician(s). The results that correlated and were consistent with patient history were released to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp result.

Manufacturer narrative:
A global product support (gps) specialist evaluated data from the instrument and found no instrument malfunction. A siemens field service engineer (fse) was dispatched to the customer site. The fse observed that the reagent drd (dual resolution dilutor) had microbubbles. The drd was removed, cleaned, primed and dispense angles were tested. The fse ran a quality control and precision run, all of which were within range. The cause of the discordant, falsely low afp result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.